Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts could be found. The lens passed all acceptance criteria for all tests performed and was within all specification. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and was within specifications. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. Conclusion: the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that prior to inserting an intraocular lens (iol) the patient's anterior capsule broke and an vitrectomy was performed. The doctor then inserted a one piece multifocal lens and determined that it was not sitting properly. He removed the one piece multifocal lens and inserted a three piece multifocal lens. During the procedure the incision was enlarged. No patient complications were reported.